Event description:
The product, a radiological viewing workstation intended for use as a diagnostic aid, provides 2d and 3d viewing of CT or mr images. After diagnosis, in order to communicate the results of diagnosis, the healthcare professional may print a report of radiological images. To date, it has been reported from one facility that in approx four instances, the report header showed a pt name different from the actual pt image on the report. No incorrect diagnoses nor adverse pt outcomes have been reported as a result of this malfunction.

Manufacturer narrative:
The symptoms of the problem reported in the initial report of 2/13/98 have been investigated and are now well understood, and the root cause has been isolated and corrected. A safety alert notice describing the simple precautions required to avoid the error will be sent immediately to all customers. A mandatory maintenance upgrade of the software will be supplied to all customers by the end of february.